Event description:
The cook coda lp balloon was inflated with a syringe. The inflation volume of the ballon is unknown. No angulation or calcification was present near the inflation site. The cook coda lp balloon was inflated within the cook zenith alpha aaa endovascular graft main body when the rupture occurred. A new cook coda ballon was used to complete the procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d9 (product return date). Correction: h6 (annex f). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a coda lp balloon catheter ruptured during modeling of a zimb-28 stent. As reported, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
E3: occupation: professor. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation / evaluation: cook was informed of an event involving a coda lp balloon catheter. It was reported there was a rupture of the balloon during modeling of the zimb-28 stent. A syringe was used to inflate the balloon. There was no angulation or any vessel calcification at or near at the inflation site. It is unknown what inflation volume of the balloon was used. A new coda balloon was used to complete the procedure. No adverse effects or additional procedures were reported for the patient. Reviews of documentation including the complaint history, device history record (DHR), drawing, instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. The complaint device was returned to cook for investigation. Physical examination of the returned catheter showed the balloon had a large rip in it. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed three related non-conformance's, in which the devices were scrapped prior to further processing. A complaint history search identified no additional complaints against this product lot. Cook also reviewed product labeling. The device was packaged with IFU t_codalp-m_rev2. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. Warnings: do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown below. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture of balloon do not use a pressure inflation device for balloon inflation. Do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. When used to expand a vascular prosthesis, the balloon radiopaque markers should remain within the prosthesis. Not for use as a valvuloplasty balloon catheter. The single use device is not designed for re-use. Attempts to reprocess (re-sterilize) and/or to re-use may lead to chemical contamination, device failure, and/or transmission of disease. Do not use the device if the sterile packaging is damaged or unintentionally opened before use. Maximum inflation volumes catheter size max. Volume coda-2-9.0-35-100-32 30cc coda-2-9.0-35-120-32 30cc precautions the balloon is constructed of heat-sensitive material. Do not heat or attempt to shape the catheter tip. The balloon is constructed of heat-sensitive material. Do not heat or attempt to shape the catheter tip. Always manipulate catheter using fluoroscopic control. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate balloon. Always monitor balloon inflation using fluoroscopic control. Potential adverse events balloon catheter events (insertion failure, migration, malposition, rupture) endoleak(s) inspection of device visually inspect the device thoroughly including all levels of the packaging to verify that there is no damage prior to use. Visually inspect and confirm that the integrity of the sterile barrier has not been compromised in any way. Instructions for use balloon preparation 2. Prepare balloon lumen with standard 3:1 saline and contrast mixture as follows: a. Attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. B. Purge all air from balloon in standard fashion. C. Completely deflate balloon and close stopcock. Balloon introduction and inflation 2. Advance the balloon catheter over a pre-positioned .035-inch wire guide, using a minimum 12 fr introducer sheath for a 9 fr coda lp balloon catheter. Note: if resistance is met while advancing the wire guide or balloon catheter, determine the cause and proceed with caution. Caution: prior to introduction, determine the amount of standard 3:1 saline and contrast mixture needed to inflate the balloon to the desired inflation diameter. Refer to the balloon inflation parameters chart. Over-inflation of the balloon may result in damage to vessel wall and/or vessel rupture. 3. Under fluoroscopy, advance the balloon to the desired position using radiopaque markers. 4. Inflate balloon with standard 3:1 saline and contrast mixture using a 20 cc or larger syringe. Adhere to recommended balloon inflation volumes. 5. If balloon pressure is lost and/or balloon rupture occurs, deflate the balloon and remove balloon and sheath as a unit. Note: care should be taken to monitor balloon manipulations and inflation using fluoroscopy at all times. 6. Prepare balloon lumen with standard 3:1 saline and contrast mixture, as follows: a. Attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. B. Purge all air from balloon in standard fashion. C. Completely deflate balloon and close stopcock. Evidence provided by the complaint facility, device history record, device failure analysis, complaint history, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook could not determine a definitive cause for the reported failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.